Event description:
The part of the vasodilator attached to the joint with fins used to detach the vasodilator from the introducer was broken. During the procedure the vasodilator detached and the patient was brought to operating room where the surgeon extracted the part. No patient adverse consequences reported.